Event description:
It was reported that the patient developed major bleeding due to anemic tendencies on (B)(6) 2020. The cause of the bleeding was related to the implant procedure. The patient was transfused with less than 4 units of red cell concentrate. The patient was given warfarin and aspirin (acetylsalicylic acid).

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding cannot be conclusively determined through this investigation. Low flow alarms were confirmed via an abbott representative, as well as the submitted log file data. A specific cause for the alarms could not be conclusively determined through this investigation. The controller event log files contained events from (B)(6) 2020 to (B)(6) 2020, (B)(6) 2020 to (B)(6) 2020, and (B)(6) 2020 to (B)(6) 2021. Transient low flow alarms were captured on (B)(6) 2020, (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020. No other notable alarms were captured, and the pump appeared to have been operating as intended at the fixed speed. It was reported that the patient was experiencing low flow alarms despite medical and volume control. The patient was asymptomatic at the time of the alarms. Due to a low body surface area, it was requested that the low flow threshold be lowered. Software version 1.5.2 was requested on and successfully installed on (B)(6) 2020 to (B)(6) and (B)(6). Following the software upgrade, the low flow threshold was lowered to 2.0 lpm (liters per minute). The patient remained ongoing on heartmate 3 lvas (left ventricular assist system), serial number (B)(6), until it was explanted due to infection (related manufacturer reference number 2916596-2022-15008). The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. A contains the following information: section 1 lists outlines potential adverse events, such as bleeding, that may be associated with the use of heartmate 3 left ventricular assist system. Section 4 outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Section 7 outlines all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.